Event description:
Patient had irritation, rash, and bleeding around the tape of the sensor at the insertion site. The patient had not had an issue with this in the past, the issue started about a month ago. There was discomfort at the time but it's ok now. No permanent mark. The patient went to a regular health check-up and requested help for the rash and bleeding.

Manufacturer narrative:
Unknown if the medical professional reccomended a+d ointment or the patient was using the first aid ointment because of personal choice.